Event description:
Reporter indicated it was unknown if the patient had any trauma or manipulated the vns. Lead replacement surgery occurred on (B)(6) 2012. Part of the electrode array was not removed. The explanted lead portion was returned for analysis. During the visual analysis of the returned 27mm portion, the white (+) and green (-) electrode quadfilar coils appeared to be broken in the proximal area of the anchor tether. Scanning electron microscopy was performed and identified the both areas as being mechanically damaged with pitting which prevented identification of the coil fracture type. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. An abraded opening was observed on the green (-) electrode inner silicone tubing. With the exception of the observed discontinuities, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified. Note that since the green (-) electrode was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. X-rays were received and reviewed. The lead pin/generator header interface could not be assessed due to the film angle. No obvious lead breaks were noted in the available views.

Event description:
It was reported by a company representative that high impedance was received at a follow-up appointment with the treating neurologist during system diagnostics. The last known good system diagnostics were from (B)(6) 2010. The generator was programmed off and x-rays were taken of the patient. At the moment revision surgery is planned. Attempts for further information remain underway.

Manufacturer narrative:
X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure occurred, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.